Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058580) in united states on 05-jan-2016 who had essure (fallopian tube occlusion insert) lot number b76538 inserted on (B)(6) 2014. Upon implantation of essure permanent birth control, consumer experienced problems. Immediately she became sick with severe cramping, heavy bleeding and blood clots and fever. She called the doctor, but she assured consumer it would pass and it was just her body reacting to a foreign object. However, she stayed that sick for almost 2 weeks. Then following 2 weeks, the other symptoms began migraine, severe pain in central nervous system behind her neck. Then, severe pain shooting down her neck through legs causing her not to be able to walk and numbness of extremities. Consumer assessed the event outcome as disability/ permanent damage; however, she did not provide more details. Follow-up received on 26-feb-2016, new reporters were added. Case is legal now. The consumer's date of birth was updated. It was reported that she experienced heavy bleeding clotting, painful menstruation, severe abdominal and back pain, migraines and spine nerve damage. Essure was removed. Case upgraded to incident. Company causality comment:this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and immediately had heavy bleeding and blood clots. This event, seen as genital bleeding, is serious due to medical importance (disability was mentioned but not specified) and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that genital bleeding may occur during essure use, causality with essure use cannot be excluded. According to follow up information, essure removal was required. Therefore, this case, initially seen as non-incident, is now regarded as incident. Other non-serious event were also informed. Technical analysis has been requested.

Manufacturer narrative:
Quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: b76538; production date: 10-oct-2013; expiration date: 31-oct-2016. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and immediately had heavy bleeding and blood clots. This event, seen as genital bleeding, is serious due to medical importance (disability was mentioned but not specified) and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that genital bleeding may occur during essure use, causality with essure use cannot be excluded. According to follow up information, essure removal was required. Therefore, this case is now regarded as incident. Other non-serious event were also informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5058580) on 05-jan-2016. The most recent information was received on 12-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding and blood clots') in a 37-year-old female patient who had essure (batch no. B76538) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, levothyroxine sodium (levothyroxin), lorazepam (ativan), naproxen sodium (aleve) and thiamine (vitamin b1). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), abdominal pain ("severe cramping / severe abdominal pain") and pyrexia ("fever"). On (B)(6) 2014, the patient experienced neck pain ("severe pain in my central nervous system behind my neck") and migraine ("migraine"). In 2014, the patient experienced pain in extremity ("severe pain through my legs") and hypoaesthesia ("numbness of extremities"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstruation"), back pain ("back pain") and nerve injury ("spine nerve damage"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pain in extremity, neck pain, abdominal pain, pyrexia, migraine, hypoaesthesia, dysmenorrhoea, back pain and nerve injury outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, hypoaesthesia, migraine, neck pain, nerve injury, pain in extremity and pyrexia to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 5 coils. Left= 4 coils. Quality-safety evaluation of ptc: lot number: b76538; production date: 10-oct-2013; expiration date: 31-oct-2016. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : reporter added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
(B)(4).